Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a dialysis catheter. The customer states after the catheter was placed, the pt had issues with healing. The exit site was red and macerated. The pt is not reporting as having a silver allergy. The pt has to have the catheter replaced due to the lack of healing at the exit site.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.